Event description:
It was reported to philips that the fluoroscopy could not be performed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was suspected to have a gastrointestinal (gi) bleed. Initially, circulation was stable, and the patient underwent an endoscopy and a computed tomography scan (CT) to determine the source of the bleed; however, neither exam was conclusive. The patient was then transferred to the allura xper fd20 system to identify the cause of their condition. Following placement of a 6 french sheath in the right common femoral artery (afc), radiation and, with that, image generation, fluoroscopy, and recording were reported to be no longer possible. The patient then experienced massive rectal blood loss and rapid circulatory instability. The patient was moved to the operating room, where a bleeding meckel¿s diverticulum was identified and treated. The patient has since recovered. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Log file analysis showed a communication issue between the flat detector controller (fdc) and the detector. The root cause was determined to be the tantalum capacitor on the flat detector¿s power supply board. The fse replaced the flat detector. The system was tested and returned to use in good working order. The codes were updated based on the investigation outcome.